Event description:
One week after the inspire implant procedure, the patient experienced a stroke. No adverse events occurred during the implant surgery and the inspire system has not been activated. The pa following this patients care suspects a blood clot resulting in the stroke could have been from the inspire implant surgery based on the proximity to the device implant.